Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 425 mg/dl. Bolus and insulin injection were used to address bg. Pump system check was performed and the pump time was found to be incorrect. Cause was not known. Tandem technical support assisted the customer with correcting the time.